Event description:
It was reported that pump experienced malfunction that could not be reset, and caller confirmed no notable events occurred before issue. There was no adverse impact to the customer's blood glucose level. Technical support arranged shipment of replacement pump. The customer did not have an alternate method of insulin therapy available. Reportedly, the customer would reach out to their hcp to obtain a backup method of insulin therapy.